Event description:
The customer reported wireless pt monitoring dropout. There was no report of any adverse pt impact.

Manufacturer narrative:
No date is entered because it was not necessary to return the device to perform an eval. (Other) remote diagnostic tests performed. Results - (other) event cause could not be isolated. MFR's summary: the device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. Our investigation confirmed the customer's report of loss of wireless monitoring. The investigation proceeded by remotely accessing the customer's device via modem connection. The problem was resolved by directing the customer to reboot (turn off and then back on) a computer peripheral called an ethernet switch. The purpose of the ethernet switch is to connect wireless access points to the device's cpu (central processing unit). The ethernet switch is an off-the-shelf computer peripheral made by another MFR and sold by welch allyn. Why the ethernet switch stopped communicating could not be determined because this type of peripheral does not have internal event logging capability to allow log file analysis. The problem was apparently transient in nature because the problem did not reappear after the device was power-cycled. No further conclusions can be drawn.